Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, two 23mm sapien valves embolized into the aorta after being deployed in a too aortic position. A third 23mm sapien valve was finally successfully positioned 60:40 and deployed 50:50 within the native annulus. No lasting patient injury was reported. Additional information revealed that the 1st valve was positioned 60:40 but it deployed 95:5 aortic under rapid ventricular pacing (rvp) so the 2nd valve was prepped and positioned 60:40 in the native annulus but this was also deployed in the same position as the 1st valve (95:5 aortic). While retracting the delivery system, both valves embolized into the aorta as one unit. The delivery system was then inflated and both valves were pulled back into the aorta between the left carotid and left subclavian arteries and secured in the aorta with full inflation. The 3rd 23mm valve was prepped per IFU. While tracking the rf3 delivery system through the aorta, the first two sapien valves were dislodged and settled in the ascending aorta. The delivery system was advanced through the pre-existing valves, and the 3rd valve was positioned 40:60 ventricular within the native annulus. The team initiated rvp and the valve was deployed 50:50 within the native annulus, with no resulting pvl or cai. The team¿s attention was then turned to the two previous valves in the ascending aorta. Both valves were pulled between the left carotid and left subclavian arteries and secured into place with 2 palmaz stents. The patient tolerated the procedure well, and left the cath lab in stable condition. Per report, the root cause of the event was the patient's re-existing surgical mitral valve, which was believed to have pushed both valves aortic. The patient's ejection fraction was 62%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition and embolization requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the patient's pre-existing surgical mitral valve pushed both valves aortic. The patient's ejection fraction was 62% and the coaxial alignment of the sheath was good. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a (B)(4), and any excursions above the control limits are assessed and documented as part of this (B)(4). No corrective or preventative actions are required at this time. This report is associated with MDR report # 2015691-2013-19616.